Manufacturer narrative:
The device was returned for analysis. The stent was positioned on the balloon between the markerbands as per specifications. There was deformation to the 29th and 30th distal stent wraps with struts raised and overlapping. Slight deformation was evident to the distal tip. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a resolute onyx rx drug eluting stent to treat a moderately calcified and mildly tortuous distal cx lesion exhibiting 85% stenosis. No damage noted to device packaging. The device was inspected and negative prep performed with no issues noted. The lesion was pre-dilated. During the procedure, the device did not pass through a previously deployed stent. Resistance was encountered during delivery but no excessive force was used. It was reported that the device failed to cross the target lesion due to tortuosity and calcification of the cx artery despite having high support. No patient injury reported.